Manufacturer narrative:
The na electrode lot number was provided as "08430215011546", with an expiration date of 31-jul-2022. The cl electrode lot number was provided as "08430215043561", with an expiration date of 09-apr-2022. The last calibration performed on (B)(6) 2021 was ok and there were no alarms. The customer stated that quality controls were within range prior to the event. Upon review of the alarm trace, abnormal probe aspiration and sample short alarms were observed. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not determine a cause. The probe flow path was cleaned. The nozzle and fluidic line alignments were checked. Ise checks and precision studies were performed; these passed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, cl for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The repeat values were deemed correct. The sample initially resulted in a na value of 160 mmol/l, which repeated as 144.4 mmol/l. The sample initially resulted in a cl value of 120.4 mmol/l, which repeated as 105.3 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.